Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error with the device due to incorrect surgical technique during the knotless mechanism conversion process, excessive force applied during suture passage, which could compromise suture integrity and/or the device contact with another instrument during use, causing localized damage near the purple mark on the suture.

Event description:
On 07/14/2025, a sales representative reported via email an issue involving the ar-3636h self-bunching 1.8 knotless hip fibertak soft anchor. During the conversion of the knotless mechanism, the suture broke. The anchor had been inserted using a standard technique with the curved drill guide and a 1.9 mm fluted drill. The repair suture was passed through the labrum using a hip scorpion. Although the exact point of breakage could not be pinpointed, the representative noted that the failure consistently occurs near the purple mark on the suture. The issue was discovered during a hip labral repair procedure performed on (B)(6) 2025. The case was completed successfully, and no suture breakage occurred inside the patient. No patient harm has been reported. Additional information was received on 07/18/2025: on (B)(6) 2025, during a hip labral repair procedure, three ar-3636h self-bunching 1.8 knotless hip fibertak soft anchors failed consecutively during use. In response, a replacement ar-3636h from a different lot number was retrieved from another facility and successfully utilized to complete the case. The repeated anchor failures caused a surgical delay of 20 to 25 minutes. It remains unclear whether additional anesthesia was administered as a result. The patient¿s bone quality was normal, and no adverse effects were reported during or following the procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.